Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower and upper abdomen on (B)(6) 2019 using a cooladvantage+, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) in (B)(6) 2019, diagnosed on (B)(6) 2019 in the upper and lower abdomen. The tissue was described as much bigger than before.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. Additional reporter phone number e1: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower and upper abdomen on (B)(6) 2019 using a cooladvantage+, coolcore contour applicator who developed paradoxical hyperplasia (pah/ph) on (B)(6) 2019, diagnosed on (B)(6) 2019 in the upper and lower abdomen. The tissue was described as much bigger than before.